Event description:
A 32mm amplatzer septal occluder was implanted successfully with trace leakage post deployment. While recovering in post procedure care area, ventricular arrhythmias were noted. Chest x-ray showed the device embolized in the right ventricle, also confirmed by trans-thoracic echo. Patient was taken to surgery for removal of device and closure of septal defect.

Event description:
Additional information received from the physician on 1/23/06: using percutaneous entry and a sheath, a 7 fr wedge catheter was inserted into the right femoral vein and advanced from the inferior vena cava to the right atrium, superior vena cava, right entricle and pulmonary arteries. It was also passed across an atrial septal defect into the left atrium and pulmonary veins. The wedge was exchanged for a 5 fr gensini catheter that was placed in the right upper pulmonary vein. Using percutaneous entry, a 5 fr cannula was inserted into the fight femoral artery. The gensini catheter was exchanged for a 7 fr wedge catheter which was placed in the left upper pulmonary vein where it and the indwelling sheath were exchanged for a 10 fr sheath and a 34-mm aga sizing balloon which was positioned across the atrial septal defect. The stretched diameter of the atrial septal defect was obtained via fluoroscopic and echocardiographic measurements. Flows were calculated by the fick technique using an assumed oxygen consumption and contents derived from radiometer hemoximeter saturations and hemoglobin capacity. Digital angiograms measuring the stretched atrial septal defect size and surrounding satructures, the sizing balloon and indwelling sheaths were exchanged for a 12 fr. Long sheath which was placed in the left atrium. The long sheath dilator was replaced with a 32-mm amplatzer atrial sept defect occlusion device preloaded to its delivery cable which was advanced to the end of the long sheath. Under fluoroscopic and echocardiographic guidance, the left atrial disc of the 32-mm amplatzer device was delivered and the device and sheath pulled back against the atrial septum. The right atrial disc was then delivered on the right atrial side of the defect. After confirming appropriate placement of the device echocardiographically, the device was deployed. As angiogrphy, the catheters and sheaths were removed and toical pressure applied for hemostasis. The patient was returned to the interventional recovery unit in satisfactory condition. There were no complications. Soon after return to the interventional recovery unit, it was noted that [the patient] was experiencing occasional premature ventricular contractions. Physical examination at that time revealed a systolic ejection murmur along the upper left sternal border suggesting return of her atrial shunt. A chest x-ray was obtained, which confirmed migration of the device into one of the ventricular chambers. Echocardiography showed the device to be lodged in the infundibulum without causing any significant obstruction." Later that day, the patient was transferred to an operating room where the device was retrieved and the secundum atrial septal defect was closed using a pericardial patch. Her recovery was brisk and she was discharged on the fourth postoperative day.